Event description:
Dobutamine IV rate increased at 1300 to 14.6 cc/hr and programmed on IV pump. 2 hrs later pt went into respiratory arrest. IV pump infusing at 146 cc/hr. Pt transferred to ICU where central line placed. Pump checked and appeared to be working properly. Pump sent to MFR to be checked. (MFR notified immediately of event).